Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr revision, asr resurfacing, right hip. Reason for revision: alval / soft tissue reaction . Doi: (B)(6) 2005; dor: (B)(6) 2012; right hip.